Manufacturer narrative:
(B)(4).

Event description:
Additional information stated, the patient had recovered but was still having issues swallowing. It was reported, the patient's medication had been changed and the patient was doing "10 times better," but the patient was jittery, nervous and experienced pain in their legs. It was also reported, the patient was scheduled to see their doctor for a follow-up on (B)(6) 2013.

Event description:
It was reported the patient was in the intensive care unit (ICU) for pneumonia. It was stated the device affected the patient's speech "some" while it was on. Therefore, it was desired that the device would be turned off so the patient could speak and swallow more easily. Two days later, it was reported the patient was in ICU and was hospitalized. It was stated the patient was "unresponsive" and that condition was "possibly" device related. It was stated a CT scan was completed and an MRI was to be performed. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3387-40, lot# l67121, implanted: (B)(6) 1999. Product type: lead. (B)(4).